Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was noted on the right ventricular (rv) lead on the patient's remote monitor transmission. The patient is scheduled to visit the device clinic for further evaluation at a later date. The rv lead remains in use. No patient complications have been reported as a result of this event.